Event description:
Patient reported right-side "deflation". Healthcare professional later confirmed. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on (B)(6) 2024. With lot number 3337624. Based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as fold flaw opening. As per the investigation procedure crease, particle and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right-side "deflation". Healthcare professional later confirmed. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 30jul2024.

Event description:
Patient reported right side deflation. Device has been explanted.

Event description:
Patient reported right-side "deflation". Healthcare professional later confirmed. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, d9, h4, h6.